Event description:
A patient reported experiencing inaccurate low results with an ot profile meter. The patient's blood glucose resutls were 88 mg/dl (meter), 237 mg/dl (lab). Tests were done < 10 minutes apart with a difference of 58%. Patient did not experience any adverse events. No further information has been reported.